Event description:
Additional information later reported the outcome as resolved without sequelae (B)(6)-2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On examination (B)(6) 2014, the patient was having increased spasticity that was initially controlled well with the intrathecal pump; the patient was given oral baclofen for the increased spasticity. On (B)(6) 2014, fluoroscopy was done and there were no problems with the pump or catheter noted. On (B)(6) 2014, the patient had nausea, vomiting, and drowsiness; the pump dose was decreased. On (B)(6) 2014, the patient had significant spasticity; flex dosing was programmed. On (B)(6) 2014, fluoroscopy with contrast noted leaking behind the pump; it appeared to be a leak either at the connector site or close to the connector site. The patient was taken to surgery on (B)(6) 2014. During the procedure, the catheter was found to be kinked and leaking at the "lumbar/pump segment". The catheter was revised; it was spliced and reconnected to the pump using a sutureless connector. The severity of the event was noted to be ¿moderate¿. The outcome was reported as ¿ongoing¿. The event was considered ¿related to the device or therapy¿ and ¿possibly related to the implant procedure¿. The device system was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Examination/palpation on (B)(6) 2014 found that the patient's muscle spasms had improved.